Event description:
It was reported that shaft break occurred. A 2.5mm x 80mm x 150cm coyote balloon catheter was used for dilatation; however, the product was broken. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the guidewire lumen is separated 33.8cm from the tip. The guidewire lumen is buckled 8.4cm from the tip. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed that the guidewire lumen is separated.

Event description:
It was reported that shaft break occurred. A 2.5mm x 80mm x 150cm coyote balloon catheter was used for dilatation, however, the product was broken. No patient complications were reported.